Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged during an irregular heartbeat and resulted in severe paravalvular leak (pvl). It was reported that pacing had been set to 110 beats per minute. The first valve was implant at approximately 2 mm above the annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted 5 mm below the annulus. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event investigation summary: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required intervention was due to dislodgement of the valve from an irregular heartbeat. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels and are not related to a device malfunction. The procedure was successfully completed with no adverse patient effects reported.